Event description:
Device malfunction: suture mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: diminished pulses. It was reported that a physician trained in the use of the perclose at device achieved arteriotomy closure of the right superficial femoral artery after a diagnostic procedure. Reportedly, the patient was returned to the cath lab with diminished pulses. A doppler was performed and it was found that the back artery wall had been captured by the suture. The patient was transferred to another hospital to be evaluated. No reported treatment has been scheduled. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.